Manufacturer narrative:
Additional information: h3: device evaluation: len was returned dry in a lens case/vial. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b4 is not applicable in MDR supp1 d7 should be 19-jan-2020 in MDR supp1 h6- investigating findings code 213 should be in the previous MDR h6- investigating conclusion sode 4310 should be in the previous MDR claim# (B)(4).

Manufacturer narrative:
Additional information: b5: the lens was explanted on (B)(6) 2020. D7: explant date:(B)(6) 2020. H6: patient code 3191: secondary surgical intervention: explant. Claim# (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -3.50/4.5/168 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Refractive surprise was observed, the lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.